Event description:
It was reported that the left ventricular (lv) pacing lead was difficult to place due to patient anatomy. It was noted that the patient's cardiac sinus anatomy would not allow lead placement in any vein and the lead dislodged. Despite multiple attempts, lead placement was unsuccessful. The lead was removed and not used. An lv lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. (B)(4).